Event description:
It was reported that the numbers on the insulin pump were ramping up with no input from the user. Nothing further was reported.

Manufacturer narrative:
No unexpected scrolling of numbers noted during testing. Intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.